Manufacturer narrative:
No sample or photo/video received for investigation. The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.

Event description:
The complaint/event involved a microclave® clear connector. At noon on the event date, in the department of hepatobiliary surgery, it was reported that the nurse had performed the right internal jugular central venous indwelling catheter insertion for the patient, and when the infusion connector was replaced, blood and unspecified fluid were oozing from the infusion connector. As a result of this issue, the patient's infusion of an unspecified fluid could not be injected in time. The infusion connector was immediately replaced with a new one, and the infusion was smoothly administered without any adverse effects or harm to the patient.